Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus, a foreign material was found inside the nozzle. The texture of the foreign material was like some black rubber. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to local service department of olympus, but not returned to omsc for evaluation. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined at this time. It was considered that the foreign material was derived from an injection tube or a silicone rubber product used in the endoscope room. It was presumed that fragments of the injection tube or silicone rubber products entered channel of the device and reached at the nozzle.